Manufacturer narrative:
One 120602f catheter was returned for examination. The reported event of "difficulty getting the balloon to inflate and deflate" was not confirmed. The balloon was inflated with 0.2 cc air and the balloon inflated clear and concentric and maintained inflation without any leakage for 5 minutes. Balloon free deflation with air was achieved in less than 1 second. The catheter body and both balloon windings appeared to be in good condition. However, a maze of cracks and discoloration were visible on the balloon latex. Latex deterioration is, "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Concomitant MDR numbers: 2015691-2020-10568; 2015691-2020-10569.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI # (B)(4).

Event description:
It was reported that three (3) model 120602f embolectomy catheters failed prior to use in a case. In this instance, the customer reported having ¿some difficulty¿ getting the balloon to inflate and deflate while testing it. They opened 2 additional catheters and experienced the same issue. The 3 catheters were from separate lot numbers. To troubleshoot, they opened other syringes to see if there was an issue with the syringes regarding inflation or deflation. The nurse thought maybe the issue was user error; however, the surgeon and her assistant also tried to test the catheter but got the same results. The balloon would inflate, but not fully, and then when pulling back on the syringe it would not deflate. The issue was resolved by opening a 4th catheter, which was tested the same as the other catheters. It was noted by the customer that the female patient was not anticoagulated. There was no patient injury.